Manufacturer narrative:
Due to indication of device reportedly breaking during surgery, though no injuries occurred, determined that occurrence should be reported to FDA as precaution.

Event description:
Fixation device reportedly broke during surgery. Back up device was used, and there were no injuries.

Event description:
Fixation device reportedly broke during surgery. Back-up device was used, and there were no injuries.